Event description:
Patient with total hip arthroplasty using a zimmer durom acetabular component 4 years ago had increasing hip pain, so zimmer durom metal-on-metal component removed, arthroplasty redone. Pseudotumor was suspected due to excessive metal wear and metal debris. Patient tolerated replacement procedure well.